Event description:
It was reported on 07/11/2022 by a facility representative via email that an ar-13995n scorpion needle broke off this was discovered during a case and broke inside the joint space. Per facility: "physician loaded a fiberlink into the scorpion and inserted the bottom jaw under the rotator cuff. The doctor deployed the scorpion and the needle tip broke off. The needle was not a visual pass because it did not come through the top jaw. The physician checked the needle outside the body and the tip was missing. Case completed successfully opened another scorpion needle."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.